Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is leaking water. No patient adverse events reported.

Manufacturer narrative:
Other text: device was received in and physical evaluation done with wear and tear noted. Leak was confirmed and device was fixed. Root cause analysis was not able to be determined.